Event description:
The teleport microcatheter became stuck on a command st guide wire. The catheter was removed and a non-orbusneich catheter was used with the same wire to complete the case with no issues. The wire may not have been properly hydrated prior to insertion in the patient.